Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving hydromorphone (1 mg/ml at 2.5/day) and bupivacaine (7 mg/ml at 17.5/day) via an implanted pump. The indication for pump use was malignant pain. The pump was alarming. The low reservoir alarm occurred (B)(6) 2016 at 23:02. The empty reservoir alarm occurred (B)(6) 2016 at 17:25. The pump refill was missed. No patient symptoms were reported. The pump was being refilled today ((B)(6) 2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.